Event description:
A device report from (B)(6) indicated: (B)(6) hospital in (B)(6) reported pt implanted on an unk date with a nail and blade, post op x-rays were taken. On an unk date additional x-rays were taken and showed the blade migrated. The hardware was removed on an unk date. It is not known what the pt was revised to.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.